Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. The patient was also implanted with a drug delivery system. It was reported that the patient was having a MRI scan of their thoracic and lumbar spine. It was unknown if this procedure was due to a problem with the device or therapy. In 2013 the patient was going to have a stimulator put in but the procedure was aborted so that they did not put the stimulator in. The leads however were implanted and remain in the patient. The caller did not have further information as to why the procedure was aborted. Neither the caller nor the patient knew the best hcp to contact regarding the device. There were no medical symptoms reported and no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that they had no information on any event having occurred in 2013. The last time this patient was seen at their office was in 2008.